Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, duodenovideoscope air water cylinder and tube had foreign material and distal end had residual liquid. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 10-may-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for residual liquid adhered to distal end, unspecified foreign material in the air/water cylinder and air/water channel could not be determined since additional information including reprocessing steps was unavailable, and no physical damage of the device was confirmed at where the foreign material was remained. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection; instructions for use states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.